Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: left iliac main body limb migration, secondary endovascular procedure, reline with new bifurcated stent, and patient in stable condition post procedure. There was unsubstantial evidence to support the following reported events: endoleaks type 1b and 3b during secondary endovascular procedure. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the off-label left iliac artery (intentional user error). No procedure- or anatomy-related contributing issues or procedure related harms were detected. Clinical harms included a secondary endovascular procedure and an endoleak type 1b. Additionally, the most likely cause of the compromised stent graft integrity (stretched and breached) was strata material in combination with the use of multiple limb stents and angioplasties (procedure-related). These additional maneuvers were required to treat the off-label right iliac anatomy (intentional user error). Clinical harms associated with this device failure included a type 3b endoleak. This failure was treated concomitantly with the type ib endoleak via an endovascular approach. Procedure-related harms included an endoleak type 3b during the secondary procedure. The final patient was discharged home on post-operative day one in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Added lot 1055871-020. (B)(4). No codes removed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb stents in the right iliac. A follow up computed tomography (CT) showed the patient had a type 1b endoleak on the patient's left side due to the left limb of the bifurcated stent graft disengaging from the common iliac artery and retracting into the aneurysm sac. A re-intervention was performed where the physician implanted a infrarenal aortic extension in the left iliac and ballooned the implanted devices to resolve the issue. At the completion of the repair procedure, final imaging revealed a type 3b endoleak. The physician implanted an additional bifurcated stent to seal the endoleak. At the completion of the repair procedure the patient was reported to be in stable condition. To date there have been no additional adverse events reported for this patient.